Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of software error, the motor arm cannot communicate with the main arm and failed battery test from the insulin pump. The customer's blood glucose reading was 9.4 mmol/l. The customer stated that there was a pump error and the battery failed earlier. The customer was advised to program a normal bolus into the air to determine if delivery is successful. The bolus amount was recorded in the daily history. The customer declined to troubleshoot for failed battery test. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test was noted during testing. Power management tool confirms the unloaded voltage and loaded voltage are within specs. Formatted history file analysis confirmed software error alarm and motor communication error alarm due to software error. Device received with cracked case on the back at the battery tube area. Device received with minor scratched display window, case and keypad overlay.